Event description:
The hospital reported that a pt was noted to be moving before the incision was made. The clinician reportedly administered muscle relaxant. In addition, the bellows was noted to be not going to the top, however, adequate tidal volume was reportedly maintained, and no desaturation was noted. The clinician verified the endotracheal tube was not leaking, and changed the circuit. The clinician reportedly increased the flow of oxygen to 3 lpm and resolved the complaint with the bellows. Once the incision was made, the pt was, again, noted to be moving. The vaporizer dial setting was increased to 4%; end tidal agent read 0.7%. The clinician switched to desflurane and end tidal was in the expected range. Following the case, the pt reported having recall of the surgical procedure. There was no reported pt injury.

Manufacturer narrative:
The vaporizer was checked out by a ge healthcare service representative. The vaporizer was tested and found to fail leak and output testing. The hospital has quarantined the unit, preventing further investigation and root cause determination. If the vaporizer is released for investigation, a follow-up report will be submitted.